Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8337907. Medical device expiration date: 2024-02-29. Device manufacture date: 2018-12-03. Medical device lot #: 7079902. Medical device expiration date: 2022-04-30. Device manufacture date: 2017-03-20. Medical device lot #: 8183955. Medical device expiration date: 2024-02-29. Device manufacture date: 2018-12-03. Medical device lot #: 8169595. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-06-18. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8337907. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 329420, batch no. 8337907,7079902,8183955,8169595. It was reported that during use of the bd micro-fine¿ IV insulin syringe the needles are breaking. The distributor provided four different lot numbers: 8337907, 7079902, 8183955, and 8169595. Customer provided three dates: this complaint captures (B)(6) 2019. The following information was provided by the initial reporter: customer is stating they no longer can use and also that the needles are breaking. I don't know if they reported the issue but they won't use and we don't have any other customers that use this product.